Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results. Please the updates in sections: g4, g7, h2, h3, h4, h6 and h10. The reported condition of misfiring/activation issue for handpiece, model mdhp100, serial/lot # (B)(6) was not confirmed the unit was inspected/tested and found all functions are in standard specifications. There were minor scratches on the housing.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The customer¿s experience cannot be confirmed. If additional information is received or the device is returned at a later date this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unspecified procedure, the device activated on its own for a short period of time without pressing the blue activation button. It was reported that the console screen went black when this phenomenon occurred. The hand piece had to be disconnected from the console to stop the blade from firing. The hand piece was reconnected and the console was rebooted. The console did not recognize the hand piece; however, the shaver could be activated but not blade. It is unknown if the intended procedure was completed. There was no patient injury reported. This 2 of 4 reports.